Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared ¿months¿ before the alert date of (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and did not take any action with regards to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue occurred they developed symptoms of ¿faint dizzy and passed out¿. In response to these symptoms the patient allegedly self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca was able to walk through a re-test with the patient and resolve the issue. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.